Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been unable to recharge the ipg for the past 4-5 weeks (date of event unknown). Reportedly, replacement of the charger and further troubleshooting was attempted to no avail. Subsequently, the patient programmer displayed an error message. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up idenitified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model. The issue is resolved.